Event description:
The event description according to the customer is as follows: vent on a burn patient. Ventilator would not deliver volume to patient. No high pressure alarms or limits. Cmv+ mode. Mismatch between reported respiratory rate and what was registering through zoll x etco2 monitor. Issue was delivered volume and expiratory volume were not meeting appropriate rate. Utilized asv mode and still did not fix the problem. Confirm o2 was not 100%, bottles were full, no o2 supply errors. Overall patient was not delivered adequate volume in ventilation. Patient was in transport, had to return to original hospital due to t1 not delivering proper volume. Desatted and manually bagged. Removed from vent and returned to original ltv1200 with no issue.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). Follow-up nr. 1, additional information: investigation outcome: it was reported the ventilator would not deliver adequate volume to patient, delivered volume and expiratory volume were not meeting appropriate rate. The patient desaturated, was manually bagged, and returned to original ltv1200 with no issue. Before the ventilation with the hamilton-t1 the tightness test was performed successfully. During treatment the breathing circuit was replaced due to a potential leak without success. After this incident a full preventive maintenance was successfully performed without any issues. The device was sent back to service and no further problems were reported. The inability of the ventilator to maintain volume was likely due to a leak in the patient circuit or post flow sensor and was, therefore, not device related.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Additional information added in follow-up #1 (B)(4). Field updated. The event occurred during ventilation with the hamilton t1 ventilator. The user indicated that the patient experienced desaturation (level and duration were not communicated). Medical intervention, i.e. Manual bagging of the patient was required. The patient was then moved back to the original ltv¿ 1200 ventilator without further issues. Before the ventilation with the hamilton-t1 the tightness test was performed successfully. During treatment the breathing circuit was replaced due to a potential leak without success. The inability of the ventilator to maintain volume was likely due to a leak in the patient circuit or post flow sensor. The device alerted as intended. The device was then put on standby. Subsequently, another leakage test was performed, which was passed only after the second attempt. Another attempt to continue ventilation at 11:15 pm was aborted again within a minute, as the disconnection on patient side and inspiratory volume alarms reoccurred immediately. Since no errors could be detected after a technical inspection of the device, it must be assumed that a defective tubing system or a broken flow sensor led to the described alarms. Due to the reported desaturation, the event was assessed as reportable.

Event description:
The event description according to the customer is as follows: vent on a burn patient. Ventilator would not deliver volume to patient. No high pressure alarms or limits. Cmv+ mode. Mismatch between reported respiratory rate and what was registering through zoll x etco2 monitor. Issue was delivered volume and expiratory vilume were not meeting appropiate rate. Utilized asv mode and still did not fix the problem. Confirm o2 was not 100%, bottles were full, no o2 supply errors. Overall patient was not delivered adequate volume in ventilation. Patient was in transport, had to return to original hospital due to t1 not delivering proper volume. Desatted and manually bagged. Removed from vent and returned to original ltv1200 with no issue.

Event description:
The event description according to the customer is as follows: vent on a burn patient. Ventilator would not deliver volume to patient. No high pressure alarms or limits. Cmv+ mode. Mismatch between reported respiratory rate and what was registering through zoll x etco2 monitor. Issue was delivered volume and expiratory vilume were not meeting appropiate rate. Utilized asv mode and still did not fix the problem. Confirm o2 was not 100%, bottles were full, no o2 supply errors. Overall patient was not delivered adequate volume in ventilation. Patient was in transport, had to return to original hospital due to t1 not delivering proper volume. Desatted and manually bagged. Removed from vent and returned to original ltv1200 with no issue.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.